Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a unknown size unknown saline implant at an unknown date and was presented with left side breast implant deflation. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2012 with catalog number 3504501bc ; serial number (B)(4) on the right side and with catalog number 3504501bc; serial number (B)(4) on the left side.